Event description:
It was reported that via merlin.net transmission an alert for non sustained ventricular oversensing episodes was received. Review of session record data revealed suspected respiratory myopotential oversensing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.